Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem was not detecting a battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (not detecting batteries) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to detect an inserted battery pack. The cause for the failure was isolated to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The pt received a replacement battery charger/modem.